Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the malfunction occurred due to the failure of the charge couple device (ccd), which is likely caused by the user pulling the universal cord or the video cable. The subject device was serviced two times within one year (december 2019 and november 2020). Based on the review of the instructions for use, it states, "do not pull the universal cord and the video cord with excessive force. The endoscopic image will not be visible."

Manufacturer narrative:
Additional information for this event is not yet available. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection and testing, it was observed that there was a saturation stain on image. The user¿s complaint was confirmed. Temporary pc-board was used to further troubleshoot and check the image. The image flickered when the button was pressed. The pc board was replaced and found still no stable image. This indicated the failure of the charge couple device (ccd) unit. The device passed water leak test, connector was dry, all switches working okay. No other damage on the device.

Event description:
As reported for this event, during an unknown procedure the device color was off. There was no harm or adverse impact to the patient.